Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving "lo" (readings less than 40 mg/dl) and unspecified low values on the sensor compared to the built in reader and kept self-treating with jam, orange juice. Customer experienced unspecified symptoms of hyperglycemia with symptom described as "burns at the level". Customer was hospitalized and an unspecified reading was obtained on the hcp meter. Customer was treated with 5 units of insulin in addition to the usual dosage (total 31 units). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed the serial number provided by the customer in the initial report was deemed invalid upon extended investigation and therefore has been updated to unk.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving "lo" (readings less than 40 mg/dl) and unspecified low values on the sensor compared to the built in reader and kept self-treating with jam, orange juice. Customer experienced unspecified symptoms of hyperglycemia with symptom described as "burns at the level". Customer was hospitalized and an unspecified reading was obtained on the hcp meter. Customer was treated with 5 units of insulin in addition to the usual dosage (total 31 units). There was no report of death or permanent impairment associated with this event.